Event description:
It was reported that the user was disconnected from the ilet for about one hour, after which blood glucose rose to 207 mg/dl; customer care assisted the user with a supply change for the infusion set and cartridge, and the user received education on not disconnecting the infusion set for exercise. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included troubleshooting and education with no alerts or alarms reported and no medical intervention or hospitalization. Investigation included technical support review and user-led troubleshooting focused on infusion set and cartridge replacement and use practices. Investigation of this case revealed that the device functioned as designed and that hyperglycemia was associated with user disconnection from the infusion set, consistent with insufficient insulin delivery unrelated to a device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user technique and use environment.

Manufacturer narrative:
Initial.